Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. D6b: explant date: two years ago from the aware date. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted. No further information has been obtained despite good faith efforts.